Manufacturer narrative:
(B)(4). Evaluation summary: one used handle from the needle system was received for evaluation. The customer reported that the handle broke. The visual inspection found no notable conditions. The investigation found the device to function normally and within specifications. No failure mode was identified. No corrective action is required. Trending is performed per local procedure. A review of the device history records for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured.

Event description:
According to the reporter, the handle on the beacon device broke while making throws. It felt like it had gotten stuck and when doctor pulled to free it, the handle came apart. The last known patient status and the patient information could not be provided. There was no harm to the patient or user. No other known adverse events were reported.